Manufacturer narrative:
The practitioner did not returned the impacted device but returned 2 devices for each batch currently used in the office during the incident: f51353aa and f51476aa. Consequently, tests performed during this investigation was done on the needles returned and on the samples from the retain sample box. No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the productioon of this device batches. No deficiency was observed during the tests performed dur to this complaint (cannula breakage). The privileged cause identified during this investigation is a generation of the defect during the use by the practiotioner: high pressure exerted on the needle during injection. The investigation did not permit to found the origin of the complaint, but the privileged cause is the generation of thr defect during the injection. The mention "avoid extreme pressure and excessive needle movement during injection as this may cause needles to break..." Permit to prevent this kind of misused. Consequently, and without any recurrence on this device batches and cannulas batches used, no action will be done due to this complaint. The risk of needle breakage is known and is explained by different causes reported above. In this case, no other adverse event was reported and fragment needle was removed successfully. This case occurred in context of excessive pressure exerted on the needle which was considered as the most probable etiology for the breakage occurrence. No quality defect was detected, no other claims have been registered on the batch. Therefore, no CAPA is required. The privileged cause identified during this investigation is a generation of the defect during the use by the practitioner: high pressure exerted on the needle during injection. Without any occurrence on these batches of device and cannulas, without deviation registered during the production and without quality issue identified during this investigation, the residual risk is judged acceptable.

Event description:
Follow-up 1 information received on 24-jan-2020 from the dentist by email with incident needle form completed. Follow-up 2 information received on 10-feb-2020 from the quality department by email. Initial and follow-up information are integrated in the narrative below: a 28-year-old male patient with no relevant medical history had received an unknown dose of articaine 4% 1:200,000 by intraligamentary route for dental local anaesthesia and the dentist used a needle with ultra safety plus (10 mm 30 g, x-short - purple small) (batch number # f51353aa ; exp. Date: aug-2023 / f51461aa, expiry date: mar-2024) on (B)(6) 2019 for dressing of lower right molar with multiple injections. The patient was not anxious before dental care. On (B)(6) 2019, at the time of injection, the dentist complained of difficulties while handling the needle and a lot a pressure had to be exerted on the needle. The dentist was injecting with a purple small usp and the needle broke off at the hub and ended up at the back of patient's throat, during 40 minutes. Subsequently, an ambulance was called. While waiting for the ambulance, the dentist monitored the patient's condition. She attempted aspiration, continued with local anesthetic and dressing and retrieved part of the needle broken in the suction filter. This piece was compared to an unused x-short usp and length matched. Both the broken piece of needle and unused usp were handed to the patient so the hospital could compare them. At the time of the report, the patient's outcome was unknown. According to the dentist, the reporter considered this case as non-serious, one needle of each batches involved. Following this complaint, quality investigation was performed on the material/componant, the method of production, the use of the device by the practitioner, the operators in charge of the production of the device, the equipment and the environnement. The practitioner did not return the impacted device but 2 devices from each batches used in the office during the incident: f51353aa and f51476aa. Tests were performed on the returned needles and on the samples from the retain sample box based on quality investigation report, no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of these device batches. No deficiency was observed during the tests performed due to this complaint. The privileged cause identified during this investigation is a generation of the defect during the use by the practiotioner: high pressure exerted on the needle during injection. The privileged cause identified during this investigation is a defect linked to the use by the practitioner: high pressure exerted on the needle during injection no more information available. Fu#1: additional information provided regarding the patient's data and medical device's details. Fu#2: quality investiagtion report was provided. Causality reassessed on 13-feb-2020 on follow-up information received on 24-jan-2020 and on 10-feb-2020: a. Seriousness: serious (other medically important condition / required intervention to prevent permanent impairment/damage). B. Listedness/expectedness: foreign body in gastrointestinal tract: unexpected gb/us. Needle issue: unexpected gb/us. C. Causality: a) latency - na. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the patient during the injection, and/or quality defect of the needle/handle. As no deficiency was observed during the tests performed and a lot a pressure had to be exerted on the needle by the dentist, excessive pressure on the needle during injection was considered as the most probable cause. Therefore, the causal relationship between the device and the incident was assessed as unlikely. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely. The risk of needle breakage is known and is explained by different causes reported above. In this case, no other adverse event was reported and fragment needle was removed successfully. This case occurred in context of excessive pressure exerted on the needle which was considered as the most probable etiology for the breakage occurrence. No quality defect was detected, no other claims have been registered on the batch. Therefore, no CAPA is required. Follow-up 1 information received on 24-jan-2020 and follow-up 2 information received on 10-feb-2020: assessment changed from not assessable to unlikely. Answer to the mhra's request received by email on 20-jan-2020 about this case (mhra ref: 2020/001/016/601/001): from 01-jan-2019 to 31-dec-2019, the number of devices usp sold in UK/gb is (B)(4) units; and (B)(4) units worldwide the first ce-marked was obtained in mar-2008 and in jul-2012 for septodont as a legal manufacturer.

Event description:
Spontaneous report, from the (B)(6). Local reference: #(B)(4). Authority reference: (B)(4). Quality complaint opened with reference #(B)(4). Initial information received on 18-dec-2019 from our sales representative by email. The dentist reported that two suspect devices of ultra safety plus (small, purple) (batch number # f51353aa ; exp. Date: aug-2023 / f51461aa, expiry date: mar-2024) were used on patients (gender and age unspecified) for an unspecified procedure on (B)(6) 2019. On (B)(6) 2019, the dentist was injecting patients with a purple small usp and the needle broke off and ended up at the back of patients throat. Subsequently, an ambulance was called and the patients were admitted to hospital despite the dentist removed the needle from patient's mouth (to be confirmed). At the time of the report, the patient's outcome was unknown. Additional information will follow. Causality assessment on 15-jan-2019 on initial information received on 18-dec-2019: a. Seriousness: serious (other medically important condition / required intervention to prevent permanent impairment/damage). Listedness/expectedness: foreign body in gastrointestinal tract: unexpected gb/us. Needle issue: unexpected gb/us. Causality: latency - na. Recognized association - no. Analysis: -the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the child patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. Pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable. The risk of needle breakage is known and is explained by different causes reported above. In this case, no other adverse event was reported and fragment needle was removed successfully, but there was no information to identify a misuse or inappropriate usage during the local injection. No other claims have been registered on the batch. Therefore, pending quality investigations, no CAPA is required.